Manufacturer narrative:
Follow-up #1: date of submission 09/23/2013, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: pump does not power up. Due to moisture damage pump is unresponsive. Battery compartment intact, no cracks. No evidence of moisture contamination inside battery compartment. Battery cap is able to fully tighten. Not all checklist steps can be performed due to internal moisture damage. Leak test shows leak at display lens. Pump case was removed, evidence of moisture contamination identified inside of pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a power(moisture ingress) issue. After being worn in the pool, his son's pump had a blurry screen at the top of the screen. After the issue was discovered reporter took battery out, put it back in, confirmed the verify screen. Then the hourglass appeared on the screen and it won¿t go away. Reporter advises that patient wears pump clipped to belt and uses the lens protector. There is no evidence of an adverse event related to this complaint. This complaint is being reported as the issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.